Event description:
It was reported that the patient experienced a right cylinder deformity due to usage and the right cylinder would fill with more liquid than the left causing the cylinder to change shape with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.